Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a diabetes educator that the customer received emergency medical assistance and got hospitalized due to low blood glucose on january 2, 2018 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 267 mg/dl at the time of admission, and 69 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer bolused 180 units from the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08675 inches. Unit was received with minor scratched lcd window.